Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 63 alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 4613 file number 632) three times between 11/01/2024 21:04:25.000 to 11/02/2024 14:57:00.000 due to hardware anomaly. Unit was cut open found moisture damage to motor assemblies, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assembly, corroded motor home switch, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump alarmed pump error 63 in the pump history download due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of pump. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.